Event description:
It was reported that during a laproscopic colon procedure, the device clip did not close on the 7th clip or 8th clip. The clips were a v shape. The case was completed with the same device due to the next clips fired were closing properly. No patient consequence.